Event description:
A physician was using an assurant cobalt peripheral bare metal stent system to treat a lesion in the proximal celiac trunk. The lesion was reported to exhibit 80% stenosis and severe calcification, lesion diameter 7mm and length less than 20mm. Lesion was not pre dilated. Access was gained to the right common femoral artery using the modified seldinger technique. A 5-french introducer sheath was placed into the right common femoral artery. A pigtail catheter was advanced to the proximal abdominal aorta, and an abdominal aortogram was performed. A renal double cover curved catheter was advanced to the celiac arteries. Selective injections were performed. System was up sized to 7 french. A renal double curved and catheter and finally a lima guide were employed. The assurant cobalt peripheral bare metal stent was deployed to 8 atmospheres across the 80% stenosis. The balloon was pulled back and re-inflated across a segment that did not yield. This resulted in no improvement of the luminal diameter, but it did result in a fracture of the stent. A different balloon was used to treat the lesion again, twice, and still did not yield. Procedure was unsuccessful; there was a residual 80% stenosis. The patient was to be referred for celiac bypass. The patient tolerated the procedure well and no other clinical sequelae were reported for this event.

Manufacturer narrative:
(B)(4).

Event description:
Image review the procedural images confirm a stenotic lesion in the proximal celiac trunk. The asc720sv stent is deployed in the vessel. A waist is evident in the stent delivery system balloon during deployment. The deployed stent appears to be deformed in the same location as the waist appeared in the deployment balloon. This indicates a resistant lesion. Another balloon is used to post-dilate the stent however again the waist is evident and the stent remains deformed. The stenosis is still evident in the vessel. It appears likely that the resistant nature of the vessel has prevented a uniform concentric stent deployment resulting in stent deformation. The partial separation of some non-welded stent segment crowns may have given the impression of a stent fracture. The stent fracture could not be confirmed however stent material distortion can be confirmed from the procedural images.

Manufacturer narrative:
Evaluation results: unapproved use of device-device used in the celiac trunk. Inherent risk of procedure-stent strut fracture. Patient¿s condition affected effectiveness of device-80% stenosis and severe calcification. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: known inherent risk of a procedure-stent strut fracture. Off ¿label, unapproved or contraindicated use-device used in the celiac trunk. Device failure related to patient condition-80% stenosis and severe calcification. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).